Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an occlusion alarm occurred. Customer changed supplies and reported that the cartridge did not fit onto the pump. Customer ultimately loaded the cartridge successfully and received a minimum fill notification after the user filled the cartridge with 300 units of insulin during the load sequence. Reportedly the customer reverted to manual injections for insulin therapy. Customer¿s blood glucose level was 479mg/dl.

Manufacturer narrative:
The failure investigation has been completed and the alleged occlusion alarm issue was verified in the pump logs, however, no failure was identified. Additionally the alleged fill estimate issue and the alleged cartridge not fitting issue could not be verified.